Event description:
It was reported that during the use of the product, the customer found leakage of medical fluid from the connection part. So he stopped using the product. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Six (6) pictures were reviewed. The pictures show a cassette product and a leak in female luer was observed in pictures 5 and 6. Four (4) samples were received. The samples consist of four cassettes product from part number 21-7609-24. 2 samples were received without the original package and two samples were received with their original closed package. The samples were tested for leaks by passing water through it; 2 samples leaks were detected in the luer. The complaint was confirmed. Solvent bond verification: the 2 samples were broken in the female luer to review if there was any issue with the bonding. The tube is not fully inserted in the luer. The root cause is that the equipment ? Fixture had an inadequate dispenser used in the operation. Action taken: change the type of solvent dispenser, because it was identified as not appropriate for this assembly. Validation of the new solvent dispenser was completed.